Event description:
Information provided stated there was case of removal of an m6-c device at c6-7.. Information received states that the endplates of the implant almost collapsed. X-ray image was provided.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided information, the device showed clear evidence of in vivo mechanical failure. The device had collapsed, the endplates were heavily polished and fractured, the sheath had cleaved, the majority of the fiber construct was not present, and the core was likely not retained at the time of removal, consistent with abrasive contact between the endplates, confirmed by the radiographs and radiographic analysis. No lab results were provided, therefore it is unknown if infection was suspected or confirmed. While it was not possible to determine the sequelae of events that led to the removal of this device. Therefore, without further clinical and radiographic information, the sequelae of events that led to the mechanical failure of this procedure is unknown. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 38 line 12.42. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c rmf 0003 rev 38 line 12.75 - device explanted

Manufacturer narrative:
Device has not yet returned for investigation.

Event description:
Information provided stated there was case of removal of an m6-c. No additional details have been provided. Additional information has been requested.